Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it was reported that the touch screen was white and writing was "backwards and upside-down." The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 162-163 mg/dl.